Event description:
Intraocular lens implant broke (tore) on insertion into the eye. It had to be removed and replaced with a different iol. People involved felt the lens loaded easily and properly. Question if disposable inserter malfunctioned.